Event description:
It was reported that the right atrial (ra) lead perforated the ra appendage which resulted in a hemopericardium requiring a pericardial drain. One day after the revision procedure, the lead exhibited varying/high impedances, intermittently elevated pacing thresholds, and a pacing problem. It was determined that there was a setscrew problem with the implantable pulse generator (ipg) device causing the lead issues. A second revision was performed. The device was explanted and replaced. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.